Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not aspirate in row a and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.